Event description:
(B)(4). Lower back pain. All over back pain. Anxiety. Pelvic bone hurt all the time. Mood swings. Shorter period (light 1st day, like a running faucet the 2nd day, then tapers off the 3-5th day light ) bloated. No rashes.